Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). (B)(6).

Event description:
It was reported that during a surgical intervention, the fms vue pump stopped working mid-surgery. There were no error messages displayed, only a warning beep could be heard. The surgery was finished using a shaver system from the competition, but without any pump. No harm was done to the patient but the surgery was prolonged with one hour and the surgeon is displeased.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Product complaint # (B)(4). The device was received and evaluated at the service center. The reported defect has been confirmed and repaired and the system was restored to specifications. The following repair activities were performed: defective cpu board replaced. Unit calibrated newly. Functional test performed. Electrical safety test according to iec 60601-1 - completed . Hipot test - completed. Functional test according to test procedure - completed . Unit safety test(ec60601-1/din en 62353) performed to according to manufacturer's final test procedure with reference accessories. The root cause for the reported issue is a defective cpu board. A DHR review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no evidence of manufacturing anomalies on the paperwork reviewed. . At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history lot =the product code is 284002 and serial number is (B)(4). Qty of the lot: (B)(4), date of release: 2016-09-28, expiry date (if applicable): n/a, any anomalies or discrepancies in the manufacture of the lot: not observed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate